Event description:
New information indicated that the patient presented to the clinic on 13 aug 2025, and device reprogramming was made. The patient was asymptomatic.

Event description:
It was reported that episodes of false automatic mode switch (ams) due to far r oversensing was noted on the device. Programming changes were discussed but not made at this time. No patient symptoms were reported.